Event description:
It was reported that the extractor and cutting block broke during extraction. S&n backup was available, no delay to the procedure, no injury to the patient.

Manufacturer narrative:
A visual inspection of the returned devices confirmed the stated failure mode. One of the tabs on the post on the cutting block, where the slap hammer attaches, was fractured off and was not returned. The end of the slap hammer, that attaches to the cutting block, was fractured off and was returned. The devices were manufactured in 2015 and 2017 and exhibit signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. We will continue to monitor for future complaints and investigate as necessary.